Manufacturer narrative:
On 1/15/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis indicates no physical damage was observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30076314m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest requiring cardiopulmonary resuscitation (CPR). During the procedure, while mapping the left ventricle (lv), the patient went into ventricular tachycardia. External defibrillation was required. Later on, cardiac tamponade was confirmed on the ultrasound by the soundstar catheter. Reminder of the procedure was aborted. The patient went into cardiac arrest and CPR was initiated. When the patient stabilized, pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was then transferred to the intensive care unit (ICU) for observation purposes. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest requiring cardiopulmonary resuscitation (CPR). During the procedure, while mapping the left ventricle (lv), the patient went into ventricular tachycardia. External defibrillation was required. Later on, cardiac tamponade was confirmed on the ultrasound by the soundstar catheter. Reminder of the procedure was aborted. The patient went into cardiac arrest and CPR was initiated. When the patient stabilized, pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was then transferred to the intensive care unit (ICU) for observation purposes. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).